Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a one-time high out-of-range shock impedance of greater than 200 ohms. Boston scientific technical services (ts) advised continued monitoring and to bring the patient in for further troubleshooting if another out-of-range measurement occurs. This product remains in service. No adverse patient effects were reported.